Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from consumer reported that the patient had an infection during the time of the ins coming out of the skin and the ins had to be taken out. The infection occurred either last week of august or first week of (B)(6) 2015. It was indicated that infection was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# v132495, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v138139, implanted: (B)(6) 2008, product type: lead. Product ID: 64002, lot# n304235, implanted: (B)(6) 2012, product type: adapter. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748266, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4)

Event description:
A consumer whose indication for use is parkinson's dual and movement disorders reported that there was device erosion and the device had ruptured the skin at the implantable neurostimulator (ins) site in (B)(6) 2015. The patient had presented in the emergency department on (B)(6) 2015 with skin erosion and the battery penetrating the skin. No diagnostics or troubleshooting was done. The ins, adaptor, and extensions were surgically removed on (B)(6) 2015. The removal of the extensions was a precaution. A replacement was not yet scheduled but it would be replaced in the future. The issue was not resolved. Further follow-up is being conducted to obtain information about cause and outcome. If additional information is received a supplemental report will be submitted.